Event description:
It was reported that during the procedure, the stylet was unable to be removed from the left ventricular (lv) lead. Furthermore, it was noted that the lv lead was damaged. The lv lead was replaced and the procedure continued with a new lead on 2 jun 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of stylet stuck in the lead and lead damaged were confirmed. A complete lead was returned in two pieces. The cause of the reported events was isolated to the bunching of the stylet coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulting in the connector pin to be pulled out through the connector assembly. No other anomalies were found.